Event description:
It was reported that the customer had an issue with the pump during the fill tubing action. Customer stated that the insulin pump spattered insulin and the numbers did not appear on the screen. Customer's blood glucose level was 130 mg/dl. After pushing the act button, the customer received a compromised force sensor system alarm. Customer was asked to stop using the pump. Insulin pump was replaced. No further details given.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The functional tests could not be completed due to this anomaly. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, and cracked battery tube threads.